Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure the surgeon reamed to 51mm, trialed with 51mm cup and then tried to implant 52mm g7 cup. The cup was loose and did not seat. He switched to mallory head cup. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by evaluation of the returned product. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed no damage to the outside radius of the shell. The square feature around the through hole shows signs of wear. The device was 100% cmm inspected at the time of manufacture. Bone residue was found in the porous coating, which indicates the cup has been seated(may be loose) and taken out. Review of the device history record found that {(B)(4) was written for cmm out of tolerance, one piece removed from order. (B)(4) was written for damage to the inside of the shell, one piece removed from order. (B)(4) is an unrelated concession}, which could likely be related to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.